Event description:
The customer alleged that the vent went "inop" while on a patient. The mallinckrodt customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced. It is not verified that the vent went "inop" and no malfunction may have occurred. There was no patient harm reported.